Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled explant procedure. During the analysis, the right atrial (ra) lead exhibited loss of capture and failure to sense. The ra lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.